Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was properly downloaded to carelink. Multiple boluses were delivered and all recorded on carelink report with date. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm and the act button had to be pressed multiple times to work. The customer's blood glucose was 212 mg/dl at the time of incident. The customer stated that the button error alarm was unable to be cleared. The customer mentioned that they tried downloading their device setting and the insulin pump only showed half of the report. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.